Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in (B)(6) 2018, the stimulator started turning itself on and provided intense stimulation in the patient's belly instead of in their back. Contributing factors to this event had not yet been identified at that time of the report. The rep reported they were scheduled to meet with the patient on (B)(6) 2018 to troubleshoot and to check the device. No further complications were reported or anticipated.